Manufacturer narrative:
The customer contacted a siemens customer care center and reported sparks when plugging the barcode vial printer into the dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that the cord/plug contacts for the barcode vial printer were bent, the customer was unable to reseat the cord/plug, and observed sparks shorting the contacts. It was observed that the customer had placed the printer on a non-stationary table and when the table is moved the printer becomes unplugged. The cse replaced the printer, performed all systems checks and returned the instrument and printer operational to the customer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer observed sparks when plugging the barcode vial printer into the dimension vista 1500 instrument. The printer is on a non-stationary table and when the customer moves the table the printer become unplugged. There are no reports of injury or adverse health consequences due to the sparks observed by the operator when plugging the barcode vial printer into the dimension vista 1500 instrument.